Event description:
It was reported that subsequent to programming using electrode number 3, impedance readings were <250 ohms, and an open (short) circuit was suspected. The pt experienced lack of effect and ambulation changes associated with the low impedance readings. The deep brain stimulator was reprogrammed. A exhaustive impedance check revealed a short at electrodes 0 and 3 in the left system. The readings were '61 impedance 327' tested at 4.5 amperes. The pt received partial therapy programmed at +1, -2, +3, -4 with an impedance check of '84/223'. Electrodes were reprogrammed to +0, -1, +2 with acceptable impedances and good therapy effects. The hcp reported the pt outcome as no injury, recovered without sequela. Please see mfg report #60000153-2008-02316.